Event description:
It was reported by the customer that a pyxis medstation es system had a power issue. The customer stated that the rn2 pyxis is off and will not turn on. The screen is black causing delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a power issue. The field service engineer performed preventive maintenance, replaced the gasket, pyxi-bus controller and drawer boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.